Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and on power up of the iabp the reported failure was observed. The fse examined the fault logs and observed fault code 43 recorded several times. The fse isolated the issue to a defective fiber optic sensor (fos) module. To fix the issue, the fse replaced the fiber optic assembly and that corrected fos module failure message on power up. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, during power up of the cs300 intra-aortic balloon pump (iabp), the iabp had an ap optical sensor module failure. There was no patient involvement, and no adverse event reported.